Event description:
The sales consultant reported that the patient had an infected tibia, which led to a nail removal surgery on (B)(6) 2013. The original implant date of the nail is unknown. The surgeon pulled out the proximal portion of the 10 mm cannulated tibial nail but the distal tip broke off within the bone. The surgeon was able to retrieve the tip via a long hemostat and replace the broken nail with an antibiotic nail (unknown part and lot number). The surgery was extended by five minutes but it was successfully completed. The sales consultant states that the patient emerged from surgery fine and no adverse event reported. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.